Manufacturer narrative:
(B)(4). Additional information: as the device was not returned, a device analysis could not be completed and a cause was not found. The service history review revealed no previous service events that would cause or contribute to the reported problem. The device history review revealed no nonconformities, rework, or deviations that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that an unknown alarm occurred during the initial drain on the previous therapy on the homechoice. The caller stated the patient had ended therapy and drained out partially. No patient injury or medical intervention occurred as a result of this event. No additional information is available.